Event description:
The lead was capped.

Manufacturer narrative:
The field experience of reset was verified in the laboratory. The device was in hardware reset due to a depleted battery. A longevity calculation was performed. Based on the device's parameters, it is within expected longevity performance.